Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, asymmetry, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast prosthesis implantation surgery with a (right) 300cc mentor memorygel breast implant and a (left) 250cc mentor memorygel breast implant. Post-operatively, the patient was diagnosed with breast implant illness, unspecified medical problems, breast asymmetry, and breast ptosis. The patient underwent revision surgery on (B)(6) 2022. During the surgery, it was discovered that the right breast implant was ruptured. Subsequently, a bilateral en-bloc capsulectomy, implant removal, pectoralis major muscle replace and mastopexy were performed. This medwatch form is for the left breast prosthesis.